Event description:
Information received from the field does not address the patient's clinical status but notes that after implant while the patient was in the recovery room, atrial impedance was >1990 ohms in the bipolar configuration, along with "bad" capture and sensing. Impedance, sensing and capture were normal in the unipolar configuration. Therefore, the pulse generator was programmed to unipolar and the physician elected to leave the lead implanted.